Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, and de novo lesion located in the distal left anterior descending artery that was 85% stenosed. Pre-dilatation was performed with a 2.0 x 20 mm trek balloon catheter. Then a 2.5 x 33 mm xience xpedition stent was advancing when support was lost, not being able to cross due to the anatomy and the balloon appeared to be inflated. When the stent delivery system was removed, it was noticed that the shaft separated and the stent became flared. The separated portion was simply removed with the delivery system at this point. The procedure was successfully completed with a 2.5 x 38 mm xience xpedition stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)4). Evaluation summary: the device was returned for analysis. The reported product quality issue (partially inflated), stretched shaft and material deformation were confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Partial deployment was identified, the investigation was unable to determine a conclusive cause for the reported partial deployment. Additionally, manipulation of the device and/or interaction with other devices during removal likely caused the reported stretched shaft, noted shaft damage, and material deformation (stretched and bent stent). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: when the sds was removed, it was noticed that the shaft seemed stretched.